Event description:
It was reported that during insertion for an atrial fibrillation procedure one farawave ablation catheter 31mm was selected for being used, the sheath was successfully inserted, during the process of inserting the catheter, it was found that there were always air bubbles when withdrawing the sheath. The procedure was completed with a different device and the patient condition following procedure was stable. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned faradrive was analyzed, passed all tests performed, and exhibited normal device characteristics. The sheath's valves were found to be intact and the device-maintained integrity during pressure and fluid testing. No problem was detected with the returned device that could have caused or contributed to the visible air seen in the field, nor were any other types of defects identified during the investigation. Ultimately it was determined that there was no problem with the returned sheath.

Event description:
It was reported that during insertion for an atrial fibrillation procedure one farawave ablation catheter 31mm was selected for being used, the sheath was successfully inserted, during the process of inserting the catheter, it was found that there were always air bubbles when withdrawing the sheath. The procedure was completed with a different device and the patient condition following procedure was stable. The device is expected to return for laboratory analysis.